Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ IV extension set leaked. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown ( lot 201210-050 provided by customer- not valid in sap). It was reported that there was a leak in the tubing which resulted in leakage. Verbatim: patient was receiving versed continuous infusion via pump. The versed was started at 1405. I received an alarm from the pump that stated air-in-line. Upon inspection of the medication, the bag was empty and there was a puddle of liquid substance on the floor. Pharmacy and (B)(4) (ICU manager was notified and at the bedside.)after inspecting the tubing further, there was a leak near the blue clamp of the IV tubing. (The bottom blue clamp that slides into the IV pump).

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of leaking from the tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that unspecified bd¿ IV extension set leaked. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown ( lot 201210-050 provided by customer- not valid in sap) it was reported that there was a leak in the tubing which resulted in leakage. Verbatim: patient was receiving versed continuous infusion via pump. The versed was started at 1405. I received an alarm from the pump that stated air-in-line. Upon inspection of the medication, the bag was empty and there was a puddle of liquid substance on the floor. Pharmacy and rehka (ICU manager was notified and at the bedside.)after inspecting the tubing further, there was a leak near the blue clamp of the IV tubing. (The bottom blue clamp that slides into the the IV pump).